Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported poor communication with and without the antenna. Prior to calling into the manufacturing company, the patient put new batteries into their patient programmer (pp). The patient had their pp and antenna at time of the call; it was confirmed that the antenna was secure. An attempt was made to sync to the ins, but the poor communication issue was not resolved. The antenna was then removed from the pp and the pp was placed directly over the ins on the skin. An attempt was made to sync to the ins, but the poor communication issue was not resolved. As a result of what was reported, the patient was transferred to repair who noted that there was no telemetry with or without the antenna. The patient also noted they weren't feeling stimulation and said they were getting up a few times a night (new/return of symptoms). Two days later, patient called back for assistance with synching. During the call, the patient had access to their replacement pp so they synched to their ins which showed stimulation was off; they were at 3.1v. After decreasing stimulation and turning stimulation back on, they felt stimulation at 3.1v after increasing. On june 12, patient called back wanting to make sure the ins and pp were working. The call center walked the patient through on checking stimulation and they noted it was off. The patient noted that they did not turn stimulation off; they put everything away after their last call with the call center. During the call, stimulation was turned back on. No further patient complications have been reported as a result of this event.